Event description:
The patient was implanted with a left ventricular assist device (lvad). The cvor education coordinator reported the patient was still in the operating room and had just been switched from tethered to untethered power when a red-heart alarm occurred. The operating room personnel attempted to reconnect the patient to tethered operation, but the system monitor would not display the pump info and read ¿not receiving data¿. Subsequently the patient was switched to their back-up controller.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.